Event description:
A biomed at the user facility contacted carefusion technical support to request a replacement gas delivery engine for one of their ventilators. According to the biomed, the ventilator was delivering fio2 values that were the o2 calibration. A transducer/blender regulator calibration did not resolved this issue. No patient involvement.

Manufacturer narrative:
Carefusion technical support shipped a replacement gas delivery engine to the user facility. They also issued a returned goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine for evaluation. The faulty gas delivery engine was returned to carefusion on february 24, 2015, and is awaiting evaluation. Once evaluated, a follow-up medwatch report will be submitted.